Event description:
It was reported that during a supposed implantable pulse generator (ipg) replacement procedure, it was found out that the leads had high impedances. No device malfunction was suspected. The physician opted to replace the leads, and the patient was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5095858 UDI: (B)(4).

Event description:
It was reported that during a supposed implantable pulse generator (ipg) replacement procedure, it was found out that the leads had high impedances. No device malfunction was suspected. The physician opted to replace the leads, and the patient was doing well postoperatively. The explanted leads will not be returned per hospital policy.